Manufacturer narrative:
This report is submitted on may 22, 2020.

Event description:
Per the clinic, the patient experienced external magnet retention issues. A steroid injection was administered. The implant remains in-situ.